Manufacturer narrative:
The customer reported that the paddle set would not discharge during the operational test. The customer evaluated the device and isolated the issue to the paddle set. The unit was fully operational using another paddle set. The customer was shipped a new paddle set, and they scrapped the defective one.

Event description:
The customer reported that the paddle set would not discharge during the operational test.